Event description:
Customer reported that an infant was undergoing continuous renal replacement therapy (crrt) in continuous veno venous hemodiafiltration (cvvhdf). During treatment, the effluent pump intermittently stopped running resulting in an inaccurate weight removal. The patient expired five hours following the discontinuation of crrt treatment.

Manufacturer narrative:
A gambro technical service representative inspected the machine and determined it to be operating within manufacturer's specification. The technical data card files with information related to this treatment were analyzed. According to the data, the prismaflex did generate alarms to alert the operator of the incorrect weight change. No malfunction of the prismaflex fluid balance management system has been determined during the investigation of the reported event. Prismaflex labeling states "the prismaflex system is intended for continuous renal replacement therapy (crrt) for patients with acute renal failure and/or fluid overload weighing 20 kilograms or more". Gambro has found no evidence to suggest that any gambro device caused or contributed to this event. This event is being reported as per gambro policy: all cases of patient's death within 24 hours of treatment are considered reportable regardless of any involvement of a gambro device. Grambro does not regard the submittal of this report as an admission of liability.